Event description:
It was reported to boston scientific while finishing up the endoscopic retrograde cholangiopancreatography procedure (ercp) the physician noted that the scope had slipped back towards the bulb. When advancing scope toward ampula he noticed that the black and yellow covering of the sheath was coming off. The physician looked around the common bile duct (cbd) and did not observe any of the coating inside the patient, but could not definitively confirm whether device fragments were left in the patient or not. The case was completed, the patient is "fine".

Manufacturer narrative:
.